Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and there was no indication that the product did not meet specification. Dhrs (device history record) for the freestyle libre sensor and freestyle libre sensor kit were reviewed, and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a low reading issue with the freestyle libre 2 sensor. The customer obtained an unspecified low sensor reading, and self-treat with potato chips, 3 glucose tablets, and soda. The customer then began to experience a headache, and had contact with a healthcare professional. A healthcare meter result of 311 mg/dl was obtained, as compared to sensor scan of 56 mg/dl. The customer was treated with unspecified IV and given water for diagnosis of hyperglycemia. There was no report of death or permanent injury associated with this event. The results when plotted on a parkes error grid fall into the "d" zone, showing the difference in values to be clinically significant.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and there was no indication that the product did not meet specification. Dhrs (device history record) for the freestyle libre sensor and freestyle libre sensor kit were reviewed, and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a low reading issue with the freestyle libre 2 sensor. The customer obtained an unspecified low sensor reading, and self-treat with potato chips, 3 glucose tablets, and soda. The customer then began to experience a headache, and had contact with a healthcare professional. A healthcare meter result of 311 mg/dl was obtained, as compared to sensor scan of 56 mg/dl. The customer was treated with unspecified IV and given water for diagnosis of hyperglycemia. There was no report of death or permanent injury associated with this event. The results when plotted on a parkes error grid fall into the "d" zone, showing the difference in values to be clinically significant.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Inspected the plug assembly, no issues were observed. The current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a low reading issue with the freestyle libre 2 sensor. The customer obtained an unspecified low sensor reading, and self-treated with potato chips, 3 glucose tablets, and soda. The customer then began to experience a headache, and had contact with a healthcare professional. A healthcare meter result of 311 mg/dl was obtained, as compared to sensor scan of 56 mg/dl. The customer was treated with unspecified IV and given water for diagnosis of hyperglycemia. There was no report of death or permanent injury associated with this event. The results when plotted on a parkes error grid fall into the "d" zone, showing the difference in values to be clinically significant.